Event description:
It was reported that the ilet did not appear to charge after the battery was depleted; the charger displayed a solid green light and the ilet showed a charging circle while on the pad, and user education was provided to keep the device on the charger for at least two hours. Symptoms included none and blood glucose was unaffected. Outcomes included no clinical impact and no need for medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed normal charger indicator behavior with expected recovery time following deep battery depletion. It was concluded that the device and charger functioned as designed and that user guidance resolved the concern.